Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: two photos were received by our quality team for evaluation. From the photos, the safety mechanism was observed to be not activated and the needle is exposed. The needle appears to be slightly bent. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the photo returned, the probable root cause could be due to the needle being bent during withdrawal which resulted in tight needle separation. When excessive force was applied to withdraw the stuck needle, it causes the v-clip in the safety mechanism to disengage and resulted in the exposed needle. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd venflon¿ pro safety shielded IV catheter safety mechanism failed to cover the needle after it was removed from the insertion site. The following information was provided by the initial reporter: "safety shield is not working canula success to insert but needle shield was not working when nurse pulled out the needle after insertion"